Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call the insulin pump had a prime anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reports changing out the infusion set and cannot pass the prime setting on the insulin pump. They are unable to exit the preparing to prime loop. During troubleshooting the customer was advised to hold down the act button until they receive the second series of beeps or the numbers appear on the screen. The customer states not receiving the second beep nor did the numbers appear on the screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify prime and fill anomalies due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test and off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.